Manufacturer narrative:
The device has been received for evaluation; however, investigation is not yet complete.

Event description:
The event involved a tego connector. It was stated that the connector contained a clot. The event occurred during use with a patient, however there was no harm. The event was noticed during the afternoon shift. One (1) picture was provided by the customer.